Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received excessive no delivery alarms. Customer's blood glucose was 180 mg/dl. After troubleshooting, customer continued to experience no delivery alarms and was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement, prime and excessive no delivery tests. No excessive no delivery alarm. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.